Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated while outside of the patient. They noticed the power generator beeping without the trigger being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw, remained attached at the base of the hot jaw, but was detached from the tip of the hot jaw. The silicone insulation on the hot jaw was observed to be melted at the tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire", "thermal decomposition of device" were confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated while outside of the patient. They noticed the power generator beeping without the trigger being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.